Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements up to 126 ohms. Technical services (ts) recommended bringing the patient into the clinic for reprogramming. This rv lead remains in service and no adverse patient effects were reported.